Event description:
It was reported that the patient underwent an orthopedic surgical procedure on an unknown date and suture was used. Approximately 4-8 weeks following the procedure, the patient experienced redness and suture spitting from subcutaneous tissues through the skin. The visible suture was removed and incision and drainage performed on small wound. The patient was followed up at first a couple of times a week, then weekly until symptoms were treated. It was reported the patient did not have any other complications following the suture removal and wound treatment.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. Visual inspection of the foil and the seal on the representative samples were examined for attribute defects. No defects were noted on the foil packets. They all had a closed seal and no holes were detected on the foil. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.